Event description:
It was reported, the sealing of the lens was not complete. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation is ongoing. A supplemental MDR will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube has a dent and therefore has sharp edges, and the ccu plug of the video cable section is damaged. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the sealing of the lens was not complete. There were no reports of patient harm.